Event description:
Baxter reports the luer connection of the fresenius blood line are not adapting to the arterial and venous luer connections on the tricea dialyzer. This is occuring between fresenius blood lines and both baxter and cobe/gambro dialyzers. Blood leaks are occurring during the hemodialysis session. The session is stopped and there is no patient injury or medical intervention reported.